Event description:
It was reported the patient's physician disabled the device. It was also reported that the previous generator did not interrogate before surgery, and that the lead was checked by visual inspection during the surgery and with x-rays. No damage was identified on the lead. Based on available incoming information, the timeline of high impedance detection is unclear. No additional relevant information has been received to date.

Event description:
It was reported that the physician noticed the high impedance when disabling the patient's device prior to an MRI (as recommended per labelling). It was reported that everything was ok in (B)(6) 2019 when the physician had checked it. It was believed by the physician that the high impedance may have been a result of pin insertion, and so the operating room resources were limited to a pin insertion check and generator replacement. No additional information has been received to date.

Event description:
It was reported that the lead remained implanted in the patient and only the generator was removed. It was reported that a lead fracture was not seen on x-rays. It was reported that the physician thought the high impedance could be related to fibrosis. No additional information has ben received to date.

Event description:
It was reported that a patient had a replacement due to high impedance. It is unknown if the lead was replaced during this procedure. No additional information has ben received to date.